Event description:
A customer had a problem with a mahurker dialysis catheter. The customer reports that a leak was noticed from the catheter. The catheter had to be removed and a new catheter inserted. There was no patient injury.